Event description:
The customer received questionable high ion selective electrode (ise) potassium results for an unknown number of patient samples after they had found a clot in the probe two to three weeks ago and the probe was replaced. Only one example of patient results was provided. The initial result was 6.1 mmol/l. The repeat result was 5.6 mmol/l. The sample was sent out and tested on another analyzer and the result was 5.3 mmol/l. The customer stated the results were accompanied by a data flag. The initial result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The potassium electrode lot number and expiration date were requested, but were not provided. The field service representative found the ise mix and dry were possibly out of adjustment. He adjusted the mix and dry pressures. He performed calibration which passed and qc which was within established range. He ran a twenty cup precision on potassium which passed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.